Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to recover the customer's display by inserting a new battery. It was also found the customer had no delivery alarms on their insulin pump. The customer stated they were able to resolve the no delivery alarm by priming their insulin pump. Customer's blood glucose was 120 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.